Event description:
On 01/24/2007, nellcor received a report where it was claimed that the balloon on the device broke during patient use. The caller reported that the tube was in place for 3 days when this occurred. Replacement of the tube was required.

Manufacturer narrative:
The sample associated to this report was discarded therefore, not available for evaluation.